Event description:
Per a post market clinical survey, the customer observed that the device breaks during use resulting in a sharp tip or sharp tip out of package with the use of an argyle yankauer flexible suction device. This information was received via an anonymous post market clinical study; therefore, the customer information is unknown and no further information will be provided.

Manufacturer narrative:
This complaint was received via an anonymous clinical study. Sample analysis could not be performed since samples were not provided for evaluation. This complaint will be used for trending and post market analysis.

Manufacturer narrative:
See section d (suspect medical device): d1 (brand name): originally reported as unknown operating room and should be argyle flexible yankauer. D2a (product code) originally reported as jol and should be gcx. D2b (common device name): originally reported as catheter and tip, suction and should be apparatus, suction, operating-room, wall vacuum powered.